Event description:
It was reported that a patient with a 21mm 3300tfx pericardial valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of seven (7) years, 11 months due to stenosis. The tavr was performed with a 23mm 9750tfx transcatheter valve with no complications. The patient tolerated procedure well. No additional information has been provided.

Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional narratives updated b5, b7, and h6 per new information received.

Event description:
It was reported that a patient with a 21mm pericardial valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of seven (7) years, 11 months due to severe stenosis. The patient presented with nyha class 2. The surgical valve was fractured and a 23mm transcatheter valve was implanted. The patient was discharged on pod #1.

Manufacturer narrative:
H10: additional narratives the root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.